Manufacturer narrative:
Plant investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available. Visual examination of the attached pictures confirmed the reported failure. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history review (DHR) showed that products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that a 5008 machine had a blood leak alarm occurred at approximately 3:32 am during a patient¿s hemodialysis treatment using the fx coral 600 dialyzer. A broken filter and the presence of blood was observed in the tubing of the venous port that connects the hansen to the monitor. The treatment was terminated. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation. Upon follow up it was confirmed that the leak was an internal leak and inside the dialyzer housing. The leak was located in the connection hose to the venous hansen. Fresenius blood lines were used. There was no patient harm or medical intervention required. The patient¿s treatment was terminated at the patient¿s requested. The patient¿s treatment was not restarted. No further event details provided.

Event description:
It was reported that a 5008 machine had a blood leak alarm occurred at approximately 3:32 am during a patient¿s hemodialysis treatment using the fx coral 600 dialyzer. A broken filter and the presence of blood was observed in the tubing of the venous port that connects the hansen to the monitor. The treatment was terminated. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation. Upon follow up it was confirmed that the leak was an internal leak and inside the dialyzer housing. The leak was located in the connection hose to the venous hansen. Fresenius blood lines were used. There was no patient harm or medical intervention required. The patient¿s treatment was terminated at the patient¿s requested. The patient¿s treatment was not restarted. No further event details provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.